Event description:
Related manufacturer reference numbers: 2017865-2022-08532. It was reported that the patient presented in clinic for device upgrade procedure. Upon interrogation prior to procedure, it was found that the right ventricular (rv) lead exhibited noise and the atrial lead exhibited inappropriate automatic mode switch due to noise over-sensing. The atrial lead and the rv lead were explanted and replaced. Patient condition was stable.

Event description:
New information received through product return notes that fractures were also observed on the atrial lead and the right ventricular lead via chest x-ray.

Manufacturer narrative:
The reported events of noise and lead fracture were confirmed. A full lead was returned in one piece for analysis. Visual and x-ray examination noted clavicle crush at 25.4cm ¿ 27.2cm from the connector pin of the lead. An outer coil was broken and separated with damage noted to the outer and inner insulation at 12.5, 16.5, 16.7, 17.2, 18.4, 23.5 and 25.7cm from the connector pin due to clavicle crush forces. The cause of the reported events was isolated to the breach of the outer insulation, the punctured of the inner insulation by a broken filar and the exposure of the coils consistent with clavicle crush forces.